Event description:
It was reported that right atrial (ra) and right ventricular (rv) leads dislodged due to the patient twiddled with the device. Dislodgement was discovered under x-ray and both leads did not have any capture. The leads were explanted and replaced. The patient discharged.

Manufacturer narrative:
A complete lead was returned in one piece with the helix fully extended and clogged with blood/tissue. The reported event of failure to capture was not confirmed. X-ray examination and electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies. The measured full helix extension length was within specification as received.